Manufacturer narrative:
Patient height reported as 170.0 cms. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales associate. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on (B)(6) 2018, a set of guides for the reconstruction block had passed and placed to orient the screws to the neck. When inserting the stepped drill bit through the guide, the tip of the drill bit was split. It was also reported that the drill bit hit the nail. There was no issue with the guide. The broken fragments from the drill bit remain in the patient. Surgery was completed with an unspecified delay. Concomitant device: guide (part unknown, lot unknown, quantity unknown). This report is for one (1) 4.5mm/6.5mm stepped drill bit. This is report 1 of 1 for (B)(4).